Event description:
It was reported that a fixation screw broke.

Manufacturer narrative:
In 2007, the surgeon reported that a fixation screw was broken and as of the following month, no revision surgery has taken place.